Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient had a dislodged rv lead for over a year and was managed by programming. Increased rv capture threshold was observed. The patient occasionally complaint of feeling light headed, and passed out. The lead was explanted during the generator change out due to eri. The lead was replaced. No more symptoms were observed. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.